Manufacturer narrative:
Medical product: therapy date: (B)(6) 2013. Vanguard xp knee intlk fmrl lt 60mm item#195214 lot#248080. Vanguard xp tibial bearing lm 9x71 item#195437 lot#584620. Vanguard xp tibial bearing ll 9x71 item#195367 lot#625860. Vanguard patella component thn 28 3 peg item#184782 lot#155270. The product is not available for evaluation or return as the product remains implainted. Investigation including root cause analysis is in progress. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint (B)(4).

Event description:
Information provided in the gk9c vanguard xp early clinical evaluation clinical study 395, identified a patient that underwent left knee surgery on (B)(6) 2013 for an unknown primary diagnosis. It was reported that the tibial plateau fractured during the operation and the surgeon converted to a standard vanguard cs or ps. The operative record does not indicate which system they converted to after the fracture. At this time the patient outcome is unknown and there is no indication of surgical delays or medical intervention. Attempts have been made and no further information has been provided.